Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing diaphoresis, chest pain, disorientation, slurred speech, and blurry vision. No cgm/bg comparison values were reported at this point in the event timeline. The patient¿s daughter took her to the ER. Prior to going to the ER, the patient self-treated herself with coffee and cookies. At the ER, the patient¿s cgm was reading low mg/dl while the bg meter was reading 585 mg/dl. Blood work, EKG, and CT scan were done. The patient was treated with an unspecified IV drip. The patient was discharged from the hospital 10 days later, on (B)(6) 2024. The patient was "fine and getting better" at the time of dexcom follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - speech disorder.